Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, a 7f exoseal vascular closure device (vcd) was ineffective. The button could not be depressed, and the device was removed as is. Upon removal, the plug remained fully inside the shaft with no dislodgment or partial deployment. Hemostasis was achieved with manual compression for 45 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or packaging before use. One exoseal device was used in this case with an 8f non-cordis sheath. The femoral artery¿s suitability was confirmed on angiography, including insertion angle, and vessel diameter was =5 mm. There was no calcium, plaque, stent, or significant stenosis (>50%) near the puncture site. The site had not been previously closed with a device or manual compression within 30 days and showed no signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath to the exoseal vcd. The indicator wire cowling locked correctly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath introducer were retracted together until bleed-back significantly slowed and the indicator window turned solid black. The patient showed no signs or symptoms of distal blood flow occlusion. One non-sterile vascular closure device 7f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed and the indicator wire was found retracted. A non-cordis 7f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. Functional analysis could not be performed since the unit was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was ineffective. The button could not be depressed, and the device was removed as is. Upon removal, the plug remained fully inside the shaft with no dislodgment or partial deployment. Hemostasis was achieved with manual compression for 45 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a retrograde approach was used. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or packaging before use. One exoseal device was used in this case with an 8f non-cordis sheath. The femoral artery¿s suitability was confirmed on angiography, including insertion angle, and vessel diameter was =5 mm. There was no calcium, plaque, stent, or significant stenosis (>50%) near the puncture site. The site had not been previously closed with a device or manual compression within 30 days and showed no signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath to the exoseal vcd. The indicator wire cowling locked correctly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath introducer were retracted together until bleed-back significantly slowed and the indicator window turned solid black. The patient showed no signs or symptoms of distal blood flow occlusion. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.